Event description:
The customer returned the device stating, ¿the device won't recognize the patient-controlled analgesia cord¿; during device evaluation it was found the downstream occlusion seal was detached. There was no delay in therapy. There event happened during set up.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump won¿t recognize the patient-controlled analgesia cord¿ was confirmed. The probable cause was remote dose problem. The main board was replaced to correct the issue. Further investigation found the downstream occlusion (dso) seal was detached and therefore replaced. The device passed all functional and delivery tests after the repair. The device event log/alarm history was reviewed and there are no errors related to the customer complaint. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.